Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels of 550 mg/dl and excessive thirst. The customer stated that he uses a model mmt-326a reservoir and a model mmt-396 quick-set infusion set. The customer also stated his last infusion set change was the same day as the event. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime test. Nothing further was reported.